Manufacturer narrative:
The customer has reported the event in uf/importer report #(B)(4). The customer indicated that approximately 41 patient samples were involved. A field service engineer (fse) replaced and conditioned the ion-selective electrode (ise) and replaced the ise probes. There were ongoing issues with no root cause, so the entire ise module was replaced.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. A field service engineer (fse) determined that the reagent bottle straw was halfway out of the bottle position. The fse reseated the bottle straw on the reagent bottle, performed reagent prime, and verified that there were no air bubbles present in the straw line. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results from the cobas 8000 ise 1800 module. Sample 1's initial result was 121 mmol/l, and the repeat result was 129 mmol/l. Sample 2's initial result was 149 mmol/l, and the repeat result was 143 mmol/l. The results were repeated on a different analyzer. The questionable results were repeated due to a failed delta check.